Event description:
During clinical use within a non calcified hemodialysis access, the balloon burst at an inflation pressure of 16 atms. There was no report of pt injury or complications.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited an axially-directed tear, .6-5.3 cm at the distal end. Microscopic examination: further evaluation using scanning electron microscopy (sem) revealed evidence of external surface abrasions in the balloon material adjacent to the tear. Although the exact cause for the balloon damage could not be determined, it appears that the balloon was exposed to an unidentified source of abrasion. Further, an axial tear is indicative of inflation in excess of the rated burst pressure (16 atmospheres) for this balloon.